Event description:
The patient received his scs system on (B)(6) 2006. It was reported the patient no longer has stimulation, and has not charged his system in years. The patient was sent a new charger. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.